Event description:
It was reported that 3 boxes of pen needle 31gx5mm 7 pack had damaged packaging during use. The following was reported by the initial reporter: "the customer purchased 3 boxes of pen needles at the pharmacy in march, each box contained 14 needles. In early may, when customer used it, customer found that the package sealed stickers of three needles opened naturally without sealing. The customer had used and discarded the needles without any uncomfortable feeling."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. 7 pcs retention samples were checked on appearance and seal mark of tear drop label no failure found. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 boxes of pen needle 31gx5mm 7 pack had damaged packaging during use. The following was reported by the initial reporter: "the customer purchased 3 boxes of pen needles at the pharmacy in march, each box contained 14 needles. In early may, when customer used it, customer found that the package sealed stickers of three needles opened naturally without sealing. The customer had used and discarded the needles without any uncomfortable feeling."